Event description:
The resident was being transferred from the bed to a chair. While positioned over the bed, the mechanism that holds the swivel bar and scale allegedly broke causing the consumer to fall to the bed and the swivel bard fell on the resident. The resident has a possible fracture to their carpal bones and is having a chest x-ray.